Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited rising capture thresholds. The lead was to be extracted during the cardiac resynchronization therapy defibrillator (crt-d) replacement but the physician was unable to pull the lead out gently. The patient underwent surgical intervention to abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.